Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump malfunctioned, because it delivered the maximum dosage and almost killed her. Caller stated that the customer was in a roller coaster and the lap bar pushed the buttons on the insulin pump, and the insulin pump started to delivered. Caller stated that this event occur a couple of years ago. Nothing further was reported.